Event description:
It was reported that the customer was hospitalized for high blood glucose levels of 377mg/dl. Troubleshooting was performed. The fixed prime and high-pressure test passed. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.